Manufacturer narrative:
Additional information was provided: a (B)(6) female was to undergo a posterior fossa craniotomy for tumor excision on (B)(6) 2017. The mayfield clamp along with the adult disposable pins, equivalent of mayfield brand pins (q-surgical) was applied. The surgery was performed with the stealth optical tumor resection navigation. The navigation was not usable after it slipped. The patient was in the prone position in pins. During the early portion of the procedure while the surgeon was removing soft tissue from the bone, the mayfield system clicked and moved slightly. While the doctor was drilling shortly after, the mayfield slipped and the neck moved into extension. The mayfield had to be adjusted intra-op to put the neck into neutral alignment. The length of time the product was in use before the event occur was approximately 30-45 minutes when the patient was in pins before initial click occurred. The event did not result in patient injury requiring medical intervention. There were no adverse consequences noted. Patient outcome is unknown. Skull pins are not available to be returned for evaluation. Skull pin lot number unknown. Integra has completed their internal investigation on october 11, 2017. Results: DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. Complaints history; a two year look back from 09/19/2015 to 09/19/2017 for this reported failure and or related to "slip" or "slippage" for this product family (a3059) shows that six additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: this complaint was not confirmed - no issues observed. The unit was cleaned per our standard integra cleaning protocol. The returned unit has passed all specific functional testing requirements, ; when unit is properly positioned and put under pressure the unit functioned correctly. An in service is being recommended with focus to proper placement of the device in question.

Event description:
It was reported that the mayfield 2 skull clamp slipped while pinned to the patient. Patient information is unknown. No patient injury or death alleged. No revision or medical intervention was required. There was a delay in surgery due to product problem for 2 minutes. Additional request for information has been sent.